Event description:
It was reported that patient underwent left total knee arthroplasty in 2009. Subsequently, patient developed cellulitis and revision procedure was performed the following month, to remove and replace the poly bearing component.

Event description:
It was reported that patient underwent left total knee arthroplasty in 2009. Subsequently, patient developed cellulitis and revision procedure was performed the following month, to remove and replace the poly bearing component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. The lot number information needed to review device history records was unavailable.the appropriate lot identification was not available to determine expiration date of the device.manufacture date - the appropriate lot identification was not available to determine manufacture date of the device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot was sterilized and released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.the lot number (155320) identification was able to be obtained from the user facility through additional follow up attempts. Therefore, the expiration date of the product and manufacture date were able to be provided.